Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u409 can transceiver on the computer/analog pca. The root cause for the defective u409 transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.